Manufacturer narrative:
Concomitant product: vedr01 ipg, implanted: (B)(6) 2016.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited low impedance. The ra and rv lead remain in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported the ra lead and rv lead had sustained insulation damage. The leads were capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.